Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader, no failure modes were observed. Touchscreen test was performed and touchscreen respond properly. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A touchscreen issue was reported with the adc device. Customer reported having an issue with the touch screen of their adc freestyle libre reader. Customer experience symptoms of fatigue, "poor responsibility" and loss of consciousness. Customer was unable to self treat and required third-party treatment of sugar. There was no report of death or permanent impairment associated with this event.

Event description:
A touchscreen issue was reported with the adc device. Customer reported having an issue with the touch screen of their adc freestyle libre reader. Customer experience symptoms of fatigue, "poor responsibility" and loss of consciousness. Customer was unable to self treat and required third-party treatment of sugar. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.